Event description:
The customer reproted that while the unit was in use on a patient, the unit shutdown while operating on battery power. Then when the patient was being transfeereed to the medical intensive care unit, the unit shutdown on battery power. The customer reported that the patient experienced chest pains.